Event description:
A customer reported a hole was noted in tubing after bag was primed with medication (iron). The leak was noted at priming and no pt contact was reported.

Manufacturer narrative:
(B)(4). The customer's report that a set leaked was confirmed. During visual inspection of the set rec'd, it was noted that the silicone segment had a tear directly below the upper fitment. The tear was measured to be 0.03465 inches long. Slight crush marks were noted on the upper fitment lower ring. No other anomalies were observed with the set. Functional testing was performed and leaking occurred at the tear in the silicone. No leaking was observed from anywhere else on the set. The cause of the leak was due to a tear in the silicone segment; the cause of the tear was not definitively determined.